Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a 21mm trifecta gt valve was successfully implanted. On (B)(6) 2023, the patient returned with shortness of breath. On (B)(6) 2023, the trifecta valve was explanted and a replacement non-abbott valve was implanted. The explanted valve was observed to have a longitudinal tear. The patient is reported to be stable.

Manufacturer narrative:
An event of dyspnea and shortness of breath about two years after the valve was implanted was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on received information the cause of reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.